Event description:
It was reported that the patient received multiple inappropriate shocks and presented to the ER. Tachy therapy was disabled. Review of egms noted noise. The device and lead were explanted. Post implant, the device was interrogated and noise and low impedance measurements were observed. The patient condition is good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of noise and inappropriate therapy were confirmed via review of device data. During analysis, periodic noise was observed on the rv channel. The noise is believed to be cause by an anomalous component on the high voltage circuitry.